Event description:
It was indicated that the device was replaced due to eri (elective replacment indicator) only; battery depletion was noted. No rotor or catheter dye studies were performed. Patient was without injury and following replacement recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731, serial #: (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4): analysis of the returned pump revelaed a high battery resistance. Drug delivered via the device per analysis was morphine.